Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached from the quick release while the patient was sleeping/normal use as it did not lock in the place after some time. This issue occurred in the middle of the night. The site location was the left or right buttock area and the pump was worn on the same side of the patient. The infusion had been in use for one day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation performed on the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.